Manufacturer narrative:
Preliminary confirmation status: not confirmed. Further investigation required?: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No further investigation or action is required.

Event description:
Event verbatim [preferred term] burns of second degree on her neck area [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer regional distribution center. An 83-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number s91704, expiration date jun2020) on unknown date from 9 o'clock to approximately 17:00 o'clock for neck tenseness. Medical history was not reported. Concomitant medications were none. The patient brought back the package of thermacare enclosed because she suffered burns of second degree (bean size burn blister) on her neck area on (B)(6) 2019. No surgical intervention required. Treatment included wound gel for burn. No long-term harms are expected. Action taken in response to the event with the product was permanently discontinued. The outcome of the event was resolved on (B)(6) 2019. Additional information received from product quality complaint (pqc) group included investigation results. Preliminary confirmation status: not confirmed. Further investigation required?: no. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No further investigation or action is required. Additional information has been requested and will be provided as it becomes available. Follow up (B)(6) 2019): new information received from the same contactable pharmacist included: patient data (age, weight, height), suspect product data (indication, action taken), deny of concomitant medications, event details (onset date, stop date, outcome) and treatment received. Follow-up (B)(6) 2019: new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of "burns of second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns of second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns of second degree on her neck area [burns second degree], case narrative:this is a spontaneous report from a contactable pharmacist via pfizer regional distribution center. A 83-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number s91704s, expiration date jun2020, on unknown date from 9 o'clock to approximately: 17:00 o'clock for neck tenseness. Medical history was not reported. Concomitant medications were none. The patient brought back the package of thermacare enclosed because she suffered burns of second degree (bean size burn blister) on her neck area on 19jan2019. No surgical intervention required. Treatment included wound gel for burn. No long-term harms are expected. The action taken in response to the event of the product was permanently discontinued. The outcome of the event was resolved on (B)(6) 2019. Additional information has been requested and will be provided as it becomes available. Follow up (19feb2019): new information received from the same contactable pharmacist included: patient data (age, weight, height), suspect product data (indication, action taken), deny of concomitant medications, event details (onset date, stop date, outcome) and treatment received. Company clinical evaluation comment: based on the information provided, the event of "burns of second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burns of second degree" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burns of second degree on her neck area [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via pfizer regional distribution center. A female patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number s91704s, expiration date jun2020, from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient brought back the package of thermacare enclosed because she suffered burns of second degree on her neck area. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns of second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burns of second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.